Event description:
Baxter received a complaint from a facility involving the automix 3+3 compounder. According to the facility, the device had no audible tones emitting from the device when keypad presses were made or when alarms occurred. The keys on keypad are difficult to push and register. This unit is being swapped. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
(B)(4). Sample evaluation: the reported issue of an automix 3+3 compounder for which the customer reported "keys on the keypad are difficult to push and register" was not confirmed or reproduced during service by baxter personnel. The root cause was undetermined. Additional information: a service history review revealed that this device was not previously serviced for the reported condition.